Event description:
It was reported that during a low anterior resection procedure, the reload dropped out of the jaws and fell into the abdomen during surgery. The reload was properly installed before use. The device had not been fired prior to this event. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the cartridge was retrieved from the patient successfully. There was no change to the procedure.